Manufacturer narrative:
The field service representative (fsr) performed system verifications including cleaning of the analyzer's tubings. The fsr performed a precision check with successful results; the analyzer is performing within specifications. The fsr confirmed that maintenance conditions were improper. The investigation determined that the event was due to a maintenance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 709174. The expiration date is 30-sep-2024. A simulation test was performed wiith unsuccessful results. The tubing was cleaned and another simulation test was performed; the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+beta results from an unspecified number of patient samples tested on the cobas e411 disk. The initial results were not reported outside of the laboratory as the results did not match the patients' clinical diagnoses alerting them to an issue with the results. The reporter stated that the initial results were "more than 5 points and more than 10 points". The repeat results were less than 0.1 the unit of measurement was not requested but not provided.